Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from mexico alleged that the bottle of contour ts test strips with lot # 6mm3e01d did not show the expiration date. The customer used the expired contour ts test strips with the contour ts meter and obtained high readings. The specific readings associated with the event were not provided. The customer took more than usual insulin based on the high readings and experienced symptoms of hypoglycemia such as dizziness and general discomfort. The physician was called and a blood testing was performed with an alternate meter which gave a reading of 149 mg/dl. The customer was given sweet food. She was taken to the hospital where her blood glucose levels were monitored. The customer was discharged on the same day. The device is not expected to be returned.

Manufacturer narrative:
The device history record and labeling record were reviewed for the suspected contour ts test strips and no manufacturing or labeling issues were found.